Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead pacing thresholds had post-operatively risen due to dislodgement and the lead was pacing the right atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.